Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that an orthopat machine was shutting down during the procedure. No donor or operator injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that an orthopat machine was shutting down during the procedure. No donor or operator injury or reaction was noted. Upon evaluation of the device the reported problem was verified. A saline spill was found on the driver board. Components which were contaminated and/or damaged were replaced. The machine is no ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These have actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).